Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 5275523; medical device expiration date: 07/31/2016; device manufacture date: 10/02/2015. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had erroneous results. No serious injury or medical intervention reported.